Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer stated that she inserted batteries into the insulin pump and received the no delivery alarm. The customer then received the battery out limit alarm and then the no delivery alarm again. The customer's blood glucose was 242 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer was able to clear the alarm and was assisted with priming. The customer was unable to perform troubleshooting for the no delivery alarm because the issue was a past event. The customer was advised to do a complete set change as soon as possible. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.